Event description:
It was reported that a paitent was escalated from a impella cp to an impella 5.5 as an escalation of care. However, it was reported that during the impella 5.5 insertion, there was a miscommunication between the surgeon and perfusion, resulting in the perfusionist starting the impella 5.5 while the guide wire was still inside of it. The console immediately had a pump failure warning. Once the issue was discovered, the wire was removed. The surgeon was advised of the option of changing the pump to a new one. The surgeon decided to remove the wire and proceed with the current impella that was in position. The impella started appropriately. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock. Entering cardiac output (impella cp with smart assist). Section: direct aortic insertion. ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: troubleshooting the purge system. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped. ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings & cautions: warnings. ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
Investigation summary: temporary pump stop: clinical details reported the impella 5.5 was started while the guide wire was still inside of it. Guidewire was removed and the pump was started. The logs aligned with clinical details and showed the impella stopped motor current high alarms at case start which resolved. The cause of the issue was due to an unintended use related error. Device history review: the pump passed all post sterile inspection checks.